Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of extended charge time was confirmed via review of data stored in the device memory. The device was tested on the bench and using automated test equipment and extended charge time could not be reproduced. The cause of field event was still undetermined.

Event description:
It was reported that the device was explanted due to extended charge time.